Event description:
(B)(6): report received via fax, an (B)(6), male, patient, weight (B)(6) and measuring 192cm, with an unk medical history, received 100ml of optiject 350, by IV route, via an automatic injector at unspecified injection rate, for an abdominal CT scan for an unk indication. No information on concomitant medication was provided. Customer reports 90ml infiltration with slight swelling. Ice was applied on the arm and control x-ray was planned. On (B)(6) 2010, the control x-ray was performed and did not show any abnormality. The patient fully recovered.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.